Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray on switch was replaced and the customer was instructed that slowly pressing the switch can cause the error message. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a security switch error message. No patient injury was reported.